Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, after closure and section of the rectum, it was found that the proximal part was stapled and the distal part completely open without staples, so the anastomosis had to be completed manually. Patient consequences were not reported.